Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels (585 mg/dl), and ketones present. Customer was treated through intravenous insulin drip. Troubleshooting was performed and pump passed delivery system check. Cartridge and infusion set is changed every 5-6 days.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.